Event description:
It was reported a journal article was retrieved from journal of shoulder and elbow arthroplasty (2022) that reported a retrospective study from the united kingdom that looked at reverse total shoulder arthroplasties (rtsa) performed october 2010 ¿ october 2016. The purpose of the study was to compare the clinical outcomes of primary reverse total shoulder arthroplasty using patient-specific instrumentation (psi) versus the standard methods. The study reported one patient had the glenosphere disassemble from the baseplate during a simple abduction movement, 6 months after a standard rtsa. This was revised, and the patient was then stable and continued with usual follow up. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). Foreign source: UK. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02969.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The study reported one patient had a comprehensive reverse shoulder arthroplasty approximately 11 years ago. Subsequently, about 6 months later, the glenosphere disassembled from the baseplate during a simple, non traumatic, abduction movement. This was revised 10 days after and the patient displayed improvement with usual follow up.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.